Manufacturer narrative:
An event of bundle branch block and permanent pacemaker implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated the valve was implanted at the appropriate depth, that there was no calcification extending beneath the aortic annular plane and that the patient did have a past history of arrhythmia, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 july 2023, a 25mm navitor valve was chosen for implant for a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After deployment of the valve, a bundle branch block was noted. The final implant depth was 2mm at the non-coronary cusp and 3mm at the left coronary cusp. On 06 july 2023, a permanent pacemaker was implanted. The patient status was reported as stable and discharged.